Event description:
A customer was splashed in the cheek and neck area with liquid waste while attempting to replace the liquid waste quick disconnect cap on the vitros 5600 system. This event constitutes biohazard exposure. There was no immediate harm to the subject as a result of this event. (B)(4).

Manufacturer narrative:
The investigation concluded that a liquid waste was splashed onto the customer¿s face while the individual was attempting to replace the liquid waste quick disconnect cap on the vitros 5600 analyzer. The incident was unlikely to have involved exposure of a mucosal membrane to the waste however this could not be ruled out. The customer cleaned the exposed skin areas and did not seek medical attention. There was no evidence that an instrument related issue contributed to the event. An operator error could not be ruled out as a contributing factor.